Event description:
Boston scientific received information that remote monitoring of this device revealed a high out of range shock impedance measurement. This was provided to the physician and is being further monitored. A follow up visit was performed. Provocation testing did not reveal any noise and no changes in impedance. This system will be further monitored. No adverse patient effects were reported. Subsequently, a replacement procedure was performed. The right ventricular lead was surgically abandoned. Impedance testing did not reveal any out of range impedance during provocation of the device. A decision was made to also replace this device. Upon removal, visual inspection revealed the header was loose. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Event description:
- -

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. The header wires were verified to be intact. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. A review of the measurements confirmed two out of range shock impedance measurements. Analysis concluded electrically, the device is operating normally, however the device header was slightly loose.